Manufacturer narrative:
During the visual inspection of the sample, the sample was not broken and tail of the suture was outside of the winder former. In addition, the suture was inspected under magnification along the strand and no defects were found. Due to the product code is an absorbable suture, the tensile strand test could not be performed as the degradation process has begun, as the sample was returned opened.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a robotic assisted laparoscopic hysterectomy procedure on (B)(6) 2016 and the barbed suture was used on the vaginal cuff. During the procedure, after a couple passes, the barbed suture broke. Another like suture was used to complete the procedure. There were no adverse patient consequences reported. No further information is available.